Event description:
A patient reported that loading the cartridge sometimes took extra time, and the piston was not functioning as well as it did initially. Additionally, the button on the pump was sticky and hard to press, and there was wear and tear on the front screen, making it difficult to read. There was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting and is currently out of warranty, with a renewal process underway. No actions were required from technical support.